Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg was eroding through the skin. The physician decided to explant the pt's entire system on (B)(6) 2011. No further pt complications were reported.